Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door was failed. The customer stated that they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. Afield service engineer remotely guided the customer to recover the door failure and tested in customer application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device